Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography procedure under sedation, the single use retrieval nitinol basket was stuck. The team attempted primary intervention using the mechanical lithotriptor, but the ninitol basket's rod fractured. A secondary intervention was attempted to proceed with lithotripsy using emergency handle to mechanically crush, but the basket wire got bent within the bile duct preventing the coil sheath of the emergency handle from being inserted to the stone's location and thus the attempt failed. The procedure was cancelled. Reportedly, the patient was transferred to another hospital, and attempts were made to confirm the subsequent situation, but no further information was available. There were no malfunctions associated with the mechanical lithotriptor and the emergency handle used for medical intervention.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields- d8, h2, h3, h6 and h11. Corrected field- d9. Based on the results of the investigation, and since the device was discarded by the hospital staff and not returned for evaluation, the definitive root cause of the reported issue could not be determined and the cause could not be established, however, the likely cause of the device malfunction was due to factors such as stone size, hardness, shape, and the position of the basket that may have caused the wire to bend inside the bile duct during insertion of the emergency handle coil sheath. Olympus will continue to monitor field performance for this device.